Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation

Event description:
It was reported that the customer received a cartridge alarm (alarm 5) and subsequently, received multiple cartridge alarm 19s while loading a multiple cartridges. Blood glucose was 102 mg/dl. The customer reverted to using manual insulin injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed and the alleged issue was verified for the cartridge alarm 19. Alarm 5 was verified in the pump logs.